Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Event description:
Patient reported "fluid around", "changes and discomfort" and "recall". Later healthcare professional reported "capsular contracture baker grade iii". Later patient reported "fluid". This record is for the right side. Device was explanted and replaced with another manufacturer's device.